Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: a device history record review was performed for provided lot number 2006108 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no signs of defect were detected. Based on the provided feedback, it is possible that this issue resulted from damage to the plunger lip component. This type of damage may occur during the handling of the product through the manufacturing process or within the assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that medicine leaked from the syringe s2 20ml 18ga 1-1/2in bd china during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021, the nurse found a leak in the 20ml syringe when adding medicine, and replaced the new syringe in time."